Event description:
A physician reported a hakim valve (ID 823842) was implanted via ventriculoperitoneal (vp) shunt on an unknown date with an unknown pressure setting. Due to the pressure setting could not be changed the valve was removed and replaced on (B)(6) 2025. Based on the information provided, it is unknown how the issue was discovered or whether the patient experienced any related signs or symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: updated fields: g3, g6, h2, h3, h11. Corrected field: d9. This report is to make a correction to d9 field. Initially sent as "yes", corrected to "returned to manufacturer".

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Device history records (DHR) - the product code 82-3164 with lot crcczp, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 190mmh2o. The valve was visually inspected; the connector was missing. The valve failed the test, the cam mechanism wiggled. The pressure test could not be performed as the valve could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis -the root cause for the programming issue reported by the customer is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found.

Event description:
N/a.